Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that patient did not know if the device had stopped working or not but there was little improvement. Patient was voiding 5-7 times nightly, and 8 times during the day. Technicians had been working with the patient but they had not seen very good results. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the implantable neurostimulator (ins) system worked in the beginning for about a month then it stopped working. The device was replaced. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis observed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. During de structive analysis, the hybrid portion of the ins was tested with a known good battery and was found to function within specifications. A lab functional test determined that no output was observed on any electrode pair. Analysis determined that no telemetry was observed with an n'vision clinician programmer. If information is provided in the future, a supplemental report will be issued.